Event description:
It was reported that the chrome plating on the clamp is chipping and peeling off. The doctor found a piece of chrome plating on the pt after the procedure. No adverse affect on the pt was reported.

Manufacturer narrative:
It looks like the plating may have been damaged by excessive force being used on the scalpel during prior procedures. Instructions state "warning: this clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not perform as described." In addition, this product has a one year warranty which would have lasted through january 2010.